Event description:
It was reported that the fill port cap of a large volume folfusor was missing. This issue was discovered prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction: this report is a duplicate of manufacturer report number 1416980-2023-01188. All information can be found under manufacturer report number 1416980-2023-01188. Should additional relevant information become available, a supplemental report will be submitted.